Manufacturer narrative:
The initial MDR 2432235-2020-00193 was filed on 25-feb-2020. Additional information (19-jul-2021): siemens investigation determined the customer site had a film or growth lining the inside diameter of the reagent probe 2 (rp2) after the reagent probe was in use for a number of weeks. The investigation concluded the source water and/or instrument water at these sites had water contamination that far exceeds the atellica ch 930 analyzer's water quality specification (microbial content <50 cfu/ml) in the atellica operators guide and online help (olh). In many of the cases the colony forming units (cfu) were too numerous to count (tntc). Once the water systems and atellica ch 930 analyzers were decontaminated and bought back into the system water specification, the reagent probes no longer showed signs of a film of growth on the inside diameter. The cause of the issue was microbial contamination of a water supply. The instrument is performing within specifications. No further evaluation of this instrument is needed. MDR 2432235-2020-00183_s1 was filed for the same event.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed that qc was low on one day (1/29/2020), but repeat testing showed a recovery within range on the dates of testing. Siemens retrieved the instrument logs for investigation and dispatched a customer service engineer (cse) to the customer site. The engineer performed an inspection of the analyzer and noted the imprecision with direct bilirubin 2 (dbil_2) and total bilirubin_2 (tbil_2). The cse replaced the reagent probe (r2) and auto-aligned the r2 arm. The autocheck and quality control (qc) tests were performed. No issues were noted, and the performance of the analyzer was acceptable. The imprecision issue was resolved, and there were no recurrences of discordant results post service visit. MDR # 2432235-2020-00183 was filed for the same event.

Event description:
A discordant falsely depressed total bilirubin (tbil_2) result was obtained on an atellica ch 930 analyzer. The discordant result was not reported to the physician(s). The customer used the same patient samples and instrument to perform repeat testing. The customer informs that the repeated result was higher and released to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant tbil_2 result.